Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for foreign material and material fragmentation. However, the investigation is unconfirmed for the reported device-device incompatibility issue. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model ecp017g biopsy instrument allegedly experienced device-device incompatibility, material fragmentation, and device contamination with chemical or other material. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The patient's age, gender and weight was not provided.